Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacturer. H6: coding changed based on the investigation result. Additional information d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary based on the events reported in this case, it was determined that the durability of the transmission cable was low, and the signal line was disconnected due to the load during use, causing the image to disappear. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 05-sep-2022 under normal conditions. The endoscope was reworked for water leak defect including covered rubber replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 05-sep-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.